Manufacturer narrative:
The customer called the company representative to assist with troubleshooting. The customer declined servicing and the request for service was subsequently cancelled. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on december 18, 2013. Based on qa assessment, the product met specifications at the time of release. As servicing was not performed, the root cause of the reported event cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A physician reported that during a procedure the system stopped working (locked). The case was completed using an alternate system. There was no harm to the patient.